Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient returned to the hospital and imaging showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. On (B)(6) 2023 an additional mitraclip was performed. One clip was implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet appears to be related to patient conditions (possible calcium at the primary chord and tip of the a3 leaflet). Image resolution poor is related to procedural circumstances as imaging was reported to be challenging. Mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.